Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after receiving alerts for inappropriate vf detection due to noise caused by suspected lead fracture. The lead was explanted and replaced.